Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a ventral hernia repair with mesh. She had revision surgery 1 year and 3 months post-surgery. The patient experienced dense adhesions, serosal tears, oozing from surfaces of adhesions, inability to completely remove all mesh ("small pieces left behind"), pain, and recurrence.

Manufacturer narrative:
Additional info: a4, b2 (changed to intervention req and disability), b5, b7, h6 (patient codes, imf codes, ime e2402: "allergic reaction"). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced bleeding, allergic reaction, nerve pain, feeling of needles piercing lower abdomen/stomach, unable to stand for prolonged periods, dense adhesions, serosal tears, oozing from surfaces of adhesions, pain, and recurrence. Post-operative patient treatment included mesh removal surgery which was unable to completely removal all mesh leaving small pieces behind, medication, hernia repair with new mesh, revision surgery and small bowel resection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced dense adhesions, serosal tears, oozing from surfaces of adhesions, inability to completely remove all mesh ("small pieces left behind"), pain, and recurrence. Post-operative patient treatment included revision surgery and small bowel resection.